Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was mildly tortuous, moderately calcified with a 99% stenosis. After a guide wire crossed the target lesion, a 1.5 x 12 mm rx voyager was advanced, but the balloon ruptured during the second inflation at 16 atm. No pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - the voyager IFU warns: balloon pressure should not exceed the rbp. Failure to do so may cause device improperness and adverse effects. Use of the pressure-monitoring device is recommended to prevent over-pressurization. Inflating the balloon above the rbp may have contributed to the difficulties. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, causing the balloon rupture at a second inflation. A definitive cause for the reported balloon rupture cannot be determined.